Manufacturer narrative:
The device was returned for evaluation. Part of the lens was stuck to the bottom of the vial and the other part of the lens was in the loading deck of the returned delivery device cartridge. Visual inspection found the injector was a competitor¿s device. The lens optic was cut or torn into two pieces. One haptic was torn off and was missing. A portion of the second haptic loop had been torn off and was also missing. Due to the damage, functional testing could not be performed. The device history record (DHR) was reviewed and there were no discrepancies or deviations found that related to the reported issue. The lot history, trend analysis, risk analysis, and directions for use are considered acceptable with the product performing within anticipated rates. Based on the available information, user related factors (such as loading or handling techniques) and/or procedural factors (such as lens and inserter interaction) may have caused or contributed to the event. It is noteworthy to mention the use of a non-compatible injector with this device.

Event description:
A healthcare facility in (B)(6) reported that during a phacoemulsification on the right eye, on inserting the intraocular lens (iol) into the eye the lens split in half. The procedure was successfully completed with a replacement lens. The replacement lens was same model and a different diopter. The incision size was not extended. Sutures were not required. The surgery time was extended as a new lens had to be delivered. A vitrectomy was performed due to the reported issue.